Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At 1830, the pump was programmed to deliver 500ml of lacated ringer's at a rate of 100ml/hr and the delivery was started. At 2330, the nurse noted air in tubing distal to the pump. No audible alarm tone was reported. No air reportedly reached the patient. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.